Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart alarm. The customer¿s blood glucose was 228 mg/dl. Customer reported that they were able to clear the alarm. Customer able to complete rewind. The troubleshooting was performed. Alarm occurred shortly after inserting a new battery. Customer has an additional new battery available. The customer was advised to remove the current battery from the insulin pump and insert a new battery and insulin pump alarmed unexpected restart. The customer was advised that the insulin pump needed to be replaced and advised to monitor the insulin pump and they may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.